Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of below 40 mg/dl. Reportedly, the customer over-estimated the carbohydrates in a meal when programming a bolus to cause a low bg level. The customer also indicated that the cause of a low bg event was unknown. Bg was treated by consuming juice and food.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tandem quality engineering evaluated pump data and concluded the following: blood glucose (bg) of ¿low¿ (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) at 1:52 pm on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user requested a bolus for 40 grams of carbohydrates and a bg of 253 mg/dl, then increased the bolus amount from the recommended 9.76 units to 10 units. User set multiple temporary rates ranging from 0-51% of basal insulin during the provided date range. Delivering larger bolus amounts than the amount recommended by the pump could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.